Event description:
The lay user/patient contacted lifescan in 2006, and alleged that her one touch ultrasmart meter (serial number not provided) was reading inaccurately high. The medical affairs specialist (mas) was unable to reach the patient after several attempts via phone. A letter was also sent to the address provided. In 2006 (time unknown), the patient was tested on the reported meter and received a result of 90 mg/dl. She could not communicate or walk at the time of concern. She ate food and/or drank beverage after testing on the meter. Greater than 30 minutes later, emergency services were contacted that the paramedics' meter result was 30 mg/dl. The patient was placed on IV fluids. No further clinical information provided. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area correctly. Although there is insufficient information regarding events prior to experiencing symptoms, and the result of 90 mg/dl on the subject meter, this complaint is reported because the symptoms experienced did not correlate with the meter reading. The patient was hypoglycemic and was treated by medical professionals. A replacement meter was sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.